Manufacturer narrative:
Please disregard the previously submitted report related to this complaint. Per additional information received, it was confirmed that there was no product deficiency. The end user thought that they received a 16 gigabyte (gb) solid state drive (ssd) by mistake. The technical support specialist explained that the manufacturer switched from an 80 gb hard drive (hdd) to a 16 gb ssd and that the size of either type of storage should not have any effect in the operation of the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the central control monitor (ccm) solid state drive (ssd) was failing. No other details regarding the nature of this event were provided.